Event description:
It was reported to philips the accept button in the center of the nav-ring does not function. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The rse advised the customer the switch printed circuit board assembly (pcba) may be faulty and provided the part number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted as required.